Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right atrial (ra) lead was not functioning correctly. It was indicated that an automatic safety switch from bipolar occurred due to an ra pace impedance measurement of greater than 2000 ohms. Further, additional information indicated that the physician was going to extract the ra lead due to fracture. At his time, the lead remains in service. No adverse patient effects were reported.